Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced severe pain, recurrence, lack of incorporation, mesh folded over, and mesh bunched. The device had been used with an ethicon ligamax 5mm applier and absorbable tacker (el5ml, strap25). Post-operative patient treatment included surgical revision and excision of mesh.